Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as zimmer biomet product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as zimmer biomet product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02752. 0001822565-2023-02753. 0001822565-2023-02754. D10: unknown head; unknown stem; unknown liner. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately twenty-three years post implantation for unknown reasons. Attempts have been made and no further information is available.